Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical product: model: dvbc3d1, ICD; implanted: (B)(6) 2016; model: 693565, lead; implanted: (B)(6) 2009. The initial reported event of infection was received on (B)(6) 2017. Of note the serious injury is normally submitted via an alternative summary report that was submitted on (B)(6) 2017. Information was subsequently received on (B)(6) 2018 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a bimonthly report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.